Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during use of a copilot bleedback control valve (bbcv) and an unspecified assist device, air was injected into the patient. The valve was depressed to allow blood / air to come out. There were no leaks noted around the copilot seals. One guide wire and one balloon catheter were in the copilot at the same time. Post-procedure an angiogram was performed and an air embolism was discovered; however, the amount was minor and the patient was not symptomatic so no treatment for the air embolism was needed. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported leak or patient effects. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.